Event description:
It was reported by service report that the scale was not zeroing. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Conclusion: the alleged customer complaint could not be confirmed because the bed could not be located during the stryker service technician visit. However, there is a potential risk to safety associated with a scale that cannot be zeroed because it would be inoperable and nurse call also unavailable.